Manufacturer narrative:
Upon return to our boston scientific quality assurance laboratory the device underwent detailed analysis. The device was confirmed to be in safety core. Visual inspection found electrocautery marks on the case by the header. Microscopic visual inspection of the header noted the header to be completely intact and leads were fully inserted into the header without issue. A review of the memory log found that the device recorded faults the date of explant and verified the allegation of high lead impedance measurements on the left and right ventricular leads. The device was then put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. In conclusion, the observed device faults were due to electrocautery. It is known that if electrocautery is being applied near the device site during surgery this may cause the oscillator to temporarily not function properly which is known to cause faults which can cause the device to go into safety core.

Manufacturer narrative:
It was later reported that during the non-boston scientific lead revisions this device went into safety core while using the bovee. The device was being returned for analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in thresholds and a rise in impedances from 400 to 1800 ohms on a non-boston scientific lead. In addition, the left ventricular lead, also a non-boston scientific lead, had measured greater than 2000 ohms in the lv tip>rv configuration and in the lv tip>can it measured 688 ohms. It was reported that the tachy zone duration was extended as this patient was dependent. There were no episodes noted with noise. No adverse patient effects were reported.